Event description:
It was reported that 2 of the bd ultra-fine¿ 3/10ml insulin syringe needle lengths were short. The following was received by the initial reporter: the customer reported that the needle length was too short. The needle was short compared to others.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# (B)(4) . All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd ultra-fine¿ 3/10ml insulin syringe needle lengths were short. The following was received by the initial reporter: the customer reported that the needle length was too short. The needle was short compared to others.